Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. The instrument was found to have a broken conductor wire at the proximal end. The location of the break is near the main tube/roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause of this failure is attributed to manufacturing. A review of the instrument log was performed. Per the review, the following was confirmed: system serial #, device material, lot# / serial #, and event date. The instrument was last used on (B)(6) 2021 on system sk4043. The instrument had 9 uses remaining after the last use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument ceased to be functional. The instrument ceased to coagulate. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information related to the event. However, as of the date of this report, no further details have been received.